Event description:
Through follow up with the health care provider, it was learned the aortic pericardial valve had been implanted for approximately thirteen (13) years at the time of the valve-in-valve intervention. The aortic bioprosthesis was reportedly mildly insufficient. No details regarding condition of the device or reason for the insufficiency has been provided. It was reported the patient also had an aortic arch replacement and resection of an abdominal aortic aneurysm. The patient was reported to have a max gradient of 127 mmhg and mean gradient of 74 mmhg. The primary reason for the intervention was not provided but was reported as successful without any major or minor complications.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. Attempts to retrieve additional information were unsuccessful. Without return of the device or additional information, the root cause of the event cannot be determined. The presentation involved a total of three (3) cases of valve-in-valve intervention to correct a failing 27mm and 25mm aortic pericardial valve and a 25mm aortic porcine valve due to unknown reasons. All procedures were performed successfully without any major or minor complication. The 27mm aortic pericardial valve and 25mm aortic porcine valve will be reported in separate mdrs. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
At (B)(4), (B)(4) 2014, edwards learned of the event at a presentation ¿valve in valve procedures with a novel balloon-expandable device: experience in aortic and tricuspid positions¿ in the presentation, one case involved valve-in-valve intervention to correct a failing 25mmm aortic pericardial valve due to unknown reasons. No event specific information was provided. The intervention was successful without any major or minor complications. Median patient age is 63.4; bmi (kg/m2): (B)(6); log euroscore: 18,2.

Manufacturer narrative:
(B)(4) - aortic arch replacement. Additional manufacturer narrative: the device history record (DHR) review cannot be done because no serial number has been provided. See also 2015691-2014-02677 and 2015691-2014-02675 for related devices reporting during the presentation. The reason for the intervention and the condition of the device at the time of the procedure were not provided; therefore, without return of the device or additional information regarding the procedure, we are unable to confirm the clinical comments provided or determine root cause for this event. Although the reason was not provided, age of the patient at time of implant (approximately 38), length of implant (13 years), and patient's report of having marfan's syndrome could be contributing factors towards the decision to perform the valve-in-valve procedure.